Event description:
It was reported that stent dislodgement occurred. A 20 x 4.00 promus elite drug-eluting stent was selected for treatment. However, during introduction, the stent was dislodged. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.